Event description:
In 2006, the patient was treated for a thoracoabdominal aneurysm secondary to a chronic type b dissection. Two gore tag thoracic endoprostheses were implanted. The patient tolerated the procedure. Two days later, computed tomography identified a type I endoleak. No aneurysm growth was reported. The following month, the patient underwent a reintervention. The type I endoleak was resolved.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - according to the gore tag thoracic endoprosthesis instructions fur use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in patient etiologies including acute and chronic dissections. Please note additional device implanted.